Event description:
It was reported that this pacemaker was being remotely interrogated with a consult device. The interrogation was unable to be successfully completely. Technical services suspects the device is at elective replacement indicator (eri) and recommended an interrogation with a programmer. At this time, the device remains in service. No adverse patient effects were reported.